Manufacturer narrative:
Results: the ace60 had a bend approximately 68.5 cm from the hub. Conclusions: evaluation of the returned ace60 revealed a bend in the catheter shaft which did not affect device functionality. This damage was likely incidental to the reported complaint. Further evaluation of the returned ace60 revealed that the non-penumbra microcatheter was able to be retracted out of the ace60 without an issue. The bend in the ace60 did not contribute to any resistance upon removal of the non-penumbra microcatheter from the ace60. The root cause of the reported non-penumbra microcatheter getting stuck within the ace60 could not be determined. No other devices associated with the complaint was returned for evaluation. Evaluation of the non-penumbra microcatheter revealed a functional device. The non-penumbra microcatheter was not damage. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the right middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60), non-penumbra microcatheter, and non-penumbra stent retriever. During the procedure, the physician placed the microcatheter through the ace60 in the target vessel. Next, while advancing the stent retriever through the microcatheter, the physician experienced resistance. The physician then attempted to remove the microcatheter to increase aspiration power within the ace60, but the microcatheter became stuck inside the ace60; therefore, the physician removed the ace60, microcatheter, and stent retriever as a unit. The procedure was completed using another ace60 and a penumbra system 3max reperfusion catheter (3maxc). A thrombolysis in cerebral infarction (tici) grade 2b recanalization was then achieved. There was no report of an adverse effect to the patient.